Event description:
It was reported that this patient returned for a follow up appointment today, and states she is still having dizzy spells. The noise on the rv lead can still be reproduced when the patient crosses her right arm over her chest touching her left shoulder. The rv lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)